Event description:
It was reported that during the implant procedure, the low-voltage pacing lead exhibited high pacing impedance after being placed, therefore, the implanter attempted a different position. It was noted the lead appeared to have good placement, however, the impedance before extending and after extending the helix was high and a high capture threshold was observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analysis was performed. Analysis found no anomalies and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.